Manufacturer narrative:
Litigation alleges patient was revised to address pain and elevated ion levels. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised to address pain and elevated ion levels.

Manufacturer narrative:
(B)(4).

Event description:
Update may 15, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges metallosis, bone deterioration, leg length discrepancy. After review of medical records for MDR reportability it was reported that the patient was revised to address pain, associated with stiffness. On the assessment it was mentioned that , x-ray report shows, there is a moderate wear and osteolysis to proximal aspect of left hip femoral component. On the surgical pathology report, there is a dense fibrous tissue with metallosis and chronic inflammation with few eosinophils. Lab values for metal ions were below 7 ug/l. Updated all the product part and lot number. This complaint was updated on: may 22, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges metal wear/metallosis and loosening of stem.

Manufacturer narrative:
(B)(4).

Event description:
Pfs alleged metallosis, bone deterioration, and pain but these allegations were already reported.